Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge was fluctuating which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different power source. Customer's blood glucose level was 90 mg/dl.